Event description:
Clinic notes dated (B)(6) 2013 noted that the patient experienced an increase in seizures on (B)(6) 2011 and that adjustments to vns settings were made due to the increase in seizures during school. It is unknown if the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.